Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that all the results after performing a navigational accuracy verification were within specifications. The imaging system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy of 1 cm. This was the first time that the site has used the system since a system check out where the mobile view station (mvs) computer and umbilical cord were replaced and a system calibration was performed. There was no patient impact reported and a delay to surgery of less than one hour.